Manufacturer narrative:
A reserved cartridge sample was tested and evaluated by product analysis on 11/15/2013 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas to report that the patient had some blood glucose excursion while on insulin pump therapy. Reportedly, when the patient had blood glucose reading of over 600 mg/dl, she was combative and tested positive for ketones. Her blood glucose also went as low as 32 mg/dl with symptom described as ¿seizure, exhibiting hands shaking.¿ after the patient¿s blood glucose excursion, the infusion set, site, and cartridge was switched out. Her blood glucose reading subsided to 224 mg/dl with insulin pump treatment. Last night during dinner time, the patient ate 2 pieces of pizza, 2 bread sticks, and half of a muffin. She took 5 units of bolus at the time of concern. At 3 am on the day of the call to animas, her blood glucose reading was over 600 mg/dl with ketones. During troubleshooting, the reporter indicated there was no air bubble within the insulin pump system. There was no product misuse. The insulin was not at temperature before the cartridge was loaded. The issue was resolved with training. This complaint is being reported because the patient had blood glucose excursion while there was air bubbles involving the cartridge and infusion set system.